Event description:
It was reported that the device had unit failed to complete fast battery conditioning two times. Replaced battery and attempted fast conditioning again but unit failed to complete. Error log shows 800.8000 os error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported incident of a failed battery conditioning test was confirmed through review of the logs and was replicated during device testing. Review of the device´s error logs showed an instance of error code 800.8000.0 (255-202-2) on (B)(6) 2025 at 5:03 am. The event logs show the system being powered on (B)(6) 2025 at 2:35 pm, being booted into maintenance mode. At this time, the battery conditioning test was started. The error logs recorded the error on 13aug2025 at 5:03 am. A proper shut down was not recorded due to the system being powered off after the system error occurred. The system was powered on again on (B)(6) 2025 at 6:18 am. It was noted that the battery conditioning test was attempted twice before the event day of the event, once on (B)(6) 2025 and another time on (B)(6) 2025. Both tests failed but the error was not replicated. The test was also attempted the day after the event (B)(6) 2025 at 6:18 am); however, the error did not occur again. The suspect device was tested performing the battery conditioning test through maintenance mode. This test allows the pcu software to determine the capacity of the battery installed on the device. The test was performed and the device failed to continue when the timer of the test eventually reached zero; however, the error code was not replicated. The pcu power supply board was temporarily replaced with a known-good dchu pcu power supply board for testing purposes only. The pcu was then re-tested by initiating the battery conditioning test. The pcu battery conditioning was completed with no errors or malfunctions. The root cause of the failure to complete the battery conditioning test was identified in the battery conditioning failure investigation report (dir (B)(4). The report determined that the error was due to a faulty 220 f filter capacitor (c20), part number 818105-2272, located on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. According to the bd alaris¿ pc unit system error tip sheet, the bd alaris¿ pcu software performs self-checks before and during operation. A system error indicates a hardware or software issue within the pcu. If this occurs, a replacement pcu should be obtained without powering down the current unit until a new one is available. The affected device should be tagged, described, and returned to clinical engineering or biomedical departments for further assessment. Active infusions will continue despite a system error, provided infusion parameters remain unchanged. If adjustments are necessary, manually stopping and reprogramming the infusion per the user manual addendum is recommended. To resolve the issue, the pcu can be powered down using the system on key and restarted. If the error persists after rebooting, the pcu should be replaced immediately and returned to biomedical engineering for troubleshooting and log retrieval the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: model 8015 pcu sn (B)(6) (suspect) please replace the pcu power supply board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unit failed to complete fast battery conditioning two times. Replaced battery and attempted fast conditioning again but unit failed to complete. Error log shows 800.8000 os error. There was no patient involvement.